Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had a power error detected alarm. The customer's blood glucose level was 10 mmol/l. Troubleshooting was performed. They were given a series of steps to perform after the call to resolve the issue. They were offered a replacement insulin pump but they declined. They were advised to monitor the insulin pump and call back if error recurs. The device will not be returned for analysis.